Event description:
During a breast biopsy procedure the product tubing broke. It is unk if any pieces fell into the pt. There were no adverse consequences to the pt. The devices will be returned for analysis.

Manufacturer narrative:
H3 eval summary: the analysis results found that the device sheath was received torn and missing. As each device is visually inspected and functionally tested during the mfg process, no conclusion could be reached as to how the damage to the device occurred. The batch record was reviewed and no anomalies were noted during the mfg process.